Event description:
The customer reported the images disappeared from the monitors. They rebooted the system but the images were unstable. There is no death or serious injury associated with this record.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.